Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. Per event details, the ipg would not communicate with the patient controller (pc). The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on 23-may-2023, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Reporter phone number +49 421 46830. Date of event is estimated.